Manufacturer narrative:
A breakage of a cortical screw 4.5 occured during a hto-plate explantation. The implant was completely removed.

Event description:
Breakage of a cortical screw d4.5 occured during explantation of a hto-plate.